Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via phone call that customer experienced high blood glucose. The customer's blood glucose rose to over 500 mg/dl. Customer treated their blood glucose with the insulin pump. It was also found the customer was vomiting from their high blood glucose. Troubleshooting was not completed as the customer declined to check for the presence of leaks and air bubbles. It was also found the time and date was not correct on the customer's insulin pump. The father also reported an unexpected restart alarm on the insulin pump. Troubleshooting found the alarm was not recurring during normal use. The customer's current blood glucose was unknown at the end of the call. Customer was advised to change out their entire infusion set, reservoir, and insulin. The customer declined to return the insulin pump for analysis.